Manufacturer narrative:
An evaluation of the kangaroo pump was performed and triage tech finding ¿the screen went illegible". The unit was triaged by failure investigation and the issue could not be duplicated at this time; the screen stayed fully legible during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit back to stock with no allegations. Upon triage on (B)(6) 2018 the service tech found that the display was operating properly until triage started, then the screen went illegible after the gearbox started rotating.